Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2011. Type of procedure (including approach): anterior cervical discectomy and fusion (acdf)- extrapharyngeal anterolateral approach. Initial diagnosis: acdf for treatment of degenerative disc disease (ddd). Levels implanted: c3-c4, c5-c6,c6-c7. Rhbmp-2 was used for fusion procedure. On (B)(6) 2011 the patient was presented for office visit with low back pain and left leg with paresthesia (numbness) left leg. The patient underwent x ray of the lumbar spine with flexion and extension. Result: abnormal, degenerative disc disease l4-5. The patient also underwent MRI of the lumbar spine. Result: abnormal, spinal stenosis, especially l3-4, l4-5.